Manufacturer narrative:
Us reporting agent notified on 03/28/2014. Manufacturing site eval: the three pieces of the polyaxial screws sw347t, lot 51985644 were inspected microscopically. The inserts exhibit clear visible deformations and scratch marks. On the insert, the plate with the snap in nose is bent. The inside thread of the polyaxial screw shows visible damage on both sides. The hexagon of the polyaxial screw show visible deformations. It appears as if the insert released due to the screwdriver applying force to the insert. The deformations on the polyaxial screw indicates that the surgeon might have tried a few times to reach and tighten the screw with the wrench. With the nose out of alignment, a fixation of the insert in the body is no longer given. In the operation instruction, it is described that you have to make certain that the rods are correctly positioned on the floor of the groove and never loose the connection of the implant head after it has been tightened. Manufacturing documents were found to be according to specification and valid at the time of production. There are no indications for material or manufacturing defects. The cause of the damage appears to be user related.

Event description:
Country of complaint: (B)(6). During release of the socket screw to correct the rod, the inlay of the screw became loose and the screw fell into three pieces. It was difficult to find the inlay. When the rod was placed again, the second screw was also fell apart. Operation delay: 1 hr 50 min.